Event description:
Customer called the technical service of manufacturer to report about a bed with two broken brake bars. There was no patient involvement.

Manufacturer narrative:
Note: 2024-03-05: resubmitting report in production environment. Kindly see attachment.